Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited noise oversensing, pacing inhibition, and high thresholds. Subsequently the device and rv lead were surgically abandoned and replaced with a new system. No additional adverse patient effects were reported.